Event description:
This unsolicited device case from united states was received on 02-may-2016 from an other health care professional. This case concerns a (B)(6) years old male patient who received treatment with synvisc injection and later after few days experienced knee pain, knee swelling, chills, was shaking and had knee effusion after 17 days. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml, weekly (batch/lot number: 5rsa019 and expiration date: 31-aug-2018) into an unspecified knee for osteoarthritis. On (B)(6) 2016, patient received the third and last injection of synvisc. On an unspecified date in (B)(6) 2016, few days after receiving first injection, patient experienced chills and shaking the night after the injection and swelling and pain in the knee (unspecified) that was injected. On (B)(6) 2016, 17 days after receiving first injection, the patient had 25 ml of turbid fluid aspirated from his knee 3 days after receiving the third injection. It was reported that the patient was injected hydrocortisone (cortizone) at that time. Corrective treatment: hydrocortisone for knee pain; knee swelling, 25 ml turbid fluid aspirated from knee and hydrocortisone for knee effusion, not reported for other events outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for knee pain, knee swelling and knee effusion.

Event description:
This unsolicited device case from united states was received on 02-may-2016 from an other health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc injection and later after few days experienced knee pain, knee swelling, chills, was shaking and had knee effusion after 17 days. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml, weekly (batch/lot number: 5rsa019 and expiration date: 31-aug-2018) into an unspecified knee for osteoarthritis. On (B)(6) 2016, patient received the third and last injection of synvisc. On an unspecified date in (B)(6) 2016, few days after receiving first injection, patient experienced chills and shaking the night after the injection and swelling and pain in the knee (unspecified) that was injected. On (B)(6) 2016, 17 days after receiving first injection, the patient had 25 ml of turbid fluid aspirated from his knee 3 days after receiving the third injection. It was reported that the patient was injected hydrocortisone (cortizone) at that time. Corrective treatment: hydrocortisone for knee pain; knee swelling, 25 ml turbid fluid aspirated from knee and hydrocortisone for knee effusion, not reported for other events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsa019 expiration date (08/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsa019 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for knee pain, knee swelling and knee effusion. Additional information was received on 07-jun-2016. Global ptc number and results were added. Text was amended accordingly.

Event description:
This unsolicited device case from united states was received on 02-may-2016 from an other health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc injection and later after few days experienced knee pain, knee swelling, chills, was shaking and had knee effusion after 17 days. The medical history of the patient included thyroid removal and left total knee replacement. The concomitant medications of the patient included levothyroxine sodium (synthroid) for thyroid, montelukast (singulair) for allergies, rosuvastatin calcium (crestor) for cholesterol, ibuprofen (motrin) for rheumatoid arthritis and zolpidem tartrate (ambien) for insomnia. The patient was allergic to paracetamol (tylenol) and cefalexin monohydrate (keflex). On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml, weekly (batch/lot number: 5rsa019 and expiration date: 31-aug-2018) into an unspecified knee for osteoarthritis. On (B)(6) 2016, patient received the third and last injection of synvisc. On the same day, 14 days after receiving first injection, patient experienced chills and shaking the night after the injection and swelling and pain in the knee (unspecified) that was injected. On (B)(6) 2016, 17 days after receiving first injection, the patient had 25 ml of turbid fluid aspirated from his right knee 3 days after receiving the third injection. It was reported that the patient was injected hydrocortisone (cortizone) ( 40 mg kenalog with 5 ml lidocaine and marcaine) at that time. Also reported, after the third synvisc injections, the patient got home and developed chills, shaking, pain and swelling in right knee. The same day, the patient recovered from the event of knee pain. Corrective treatment: hydrocortisone for knee pain; knee swelling, 25 ml turbid fluid aspirated from knee and hydrocortisone for knee effusion, not reported for other events outcome: recovered for knee pain and unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsa019 expiration date (08/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsa019 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required seriousness criteria: required intervention for knee pain, knee swelling and knee effusion additional information was received on 07-jun-2016. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 06-dec-2016. Medical history, past drugs, and concomitant medication was added. The outcome for the event knee pain was updated from unknown to recovered. Weight and height of the patient was added. Clinical course was updated and text was amended accordingly.